Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump was not working properly after a fall. There was no reported impact to the customer's blood glucose level. No additional patient or event information was available.